Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an intermittent "pads off" message. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.